Event description:
The pt was a "pacing" pt and was conscious. The pads were not recognized by the pacing unit, and did not work. A second set of the same type of pads worked. There was a brief delay in the time to change pads, but there was neither resulting trauma nor adverse effect on the pt. The customer reports that the pt is "okay".